Event description:
Monitor often "trembles", and when there is an alarm, it displays it, but there is no audible alarm."

Manufacturer narrative:
The monitor was throughly tested by co's factory service dept. The customer's claim of "no audible alarm" was isolated to a broken speaker wire that was found to be pinched between the rear panel and flyback transformer of the monitor. It was apparent that this damage was caused by prior servicing by the customer. This damaged speaker wire disabled the entire audio function of the monitor including the pulse tone and power-up tone, providing an indication to the user this condition exists prior to pt involvement. The monitor has been repaired and returned to the customer. Co has determined the likelihood of this malfunction to cause or contribute to a death or serious injury, if it were to recur, to be remote. Mpb considers the investigation to be closed.